Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy procedure, the device misfired. To resolve the issue, the surgeon used another device reload. There was no patient injury.